Manufacturer narrative:
H3: one cadd legacy plus pump was returned in fair physical condition. The event history log was unable to be downloaded. The device was powered up and alarmed error code 1260/1210 which is a corruption of the memory of the circuit board. The circuit board will be replaced to resolve the issue.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 pump had constant audio. No adverse patient events reported.